Event description:
Report received of an extension set that leaked "below the rubber stopper" (t-piece prepierced reseal) resulting in blood loss. It was reported that a patient was receiving maintenance IV fluid in preparation for an unspecified surgical procedure. The nurse went into the room to assess the patient and discovered that blood had backed up the extension set and leaked onto the bed. The reporter was unable to quantify the blood loss, but stated it was a "small amount." The extension set was changed out and the infusion was resumed without further incidence. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.